Event description:
A customer reported to baxter (B)(6) that during hemodialysis bubbles of air were observed in the arterial chamber of the product. The sample is not available. Patient injury and medical intervention were not reported for this event.

Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to (B)(4). Sample was not available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed should any significant supplemental information become available. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.